Event description:
According to a literature article, a (B)(6) female pt underwent aortic valve replacement with an sjm (B)(4) bioprosthesis. Eight years postoperatively, the valve was explanted due to severe calcification and adhesions which lead to aortic stenosis. During the explant procedure, due to the calcification and narrow annulus, the valve could not be completely removed. Consequently, a smaller 19 mm sjm mechanical heart valve (model and serial number unk) was implanted.